Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, peritoneal dialysis catheter placement was performed. The peritoneal dialysis catheter and accessory were used for the operation. After the operation, peritoneal dialysis was routinely performed, and there was leakage of dialysis fluid (fluid leak) and a crack was found in the dialysis tube 5 centimeter away from the titanium connector at the same day of the event. The patient's catheter was a newly opened catheter. There was no sharp tool touching the catheter during the operation. The cause of the catheter itself was considered. The insertion site was not treated with prior to product placement. There were no other products being utilized with the device. Flushing was not done prior to use. Iodophor solution was used to treat the exit site. There was no wound dressing utilized. There was no cleaning agent utilized to clean the catheter in its entirety. Sepsiderm was not used on the site to clean the catheter. The outer segment of the catheter was cut off, disinfected and reconnected to the external short tube, and anti-infective treatment was given to resolve the issue. Anti-infective treatment was given as a precaution due to the event via intravenous injection. There was no infection occurred on the patient during the event. The treatment was completed after resolving the issue. There was no blood loss, and no blood transfusion was required. Aside from anti-infective treatment, replacing the external tube was the only medical intervention provided to the patient as a result of the event. There was no reported patient injury.